Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device beeping.

Manufacturer narrative:
Exemption number e2015058. The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, (B)(4) on the 23rd september 2016. Heartsine records indicate the device had performed to specification throughout testing on the (B)(6) 2016. Upon receipt of the device at heartsine for testing the fault cleared, this would indicate the fault is of an intermittent nature. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the 8th november 2016. The device records 7 power ups containing nonsensical data up to the (B)(6) 2016, the device powered off with a [?] Warning device service required' prompt on each occasion. The technical log indicates this had been caused by the device not powering up in CPR advisor mode. The user would have been alerted by the [?] Warning, device service required' prompt. The returned pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. On visual inspection the membrane tail was found to have been incorrectly installed. This resulted in the pins within the j11 connector not correctly aligning with the membrane tail tracks. The installation of the membrane tail into the j11 connector was identified as an area for improvement following a number of manufacturing non-conformances. The sam 350p product differs from other models in that the membrane is of a different construction. The dimensions of the tail have subsequently been revised to match those of the sam 350p . The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.